Event description:
It was reported that a patient with a 21mm 11500a pericardial valve underwent a valve-in-valve procedure after an implant duration of one (1) year, eight (8) months due to aortic stenosis. The tavr procedure was successfully performed with a 23mm 9750tfx transcatheter valve. There was no harm to the patient in procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 21mm 11500a pericardial valve underwent a valve-in-valve procedure after an implant duration of one (1) year, eight (8) months due to aortic stenosis. The patient initially presented with shortness of breath. The tavr procedure was successfully performed with a 23mm 9750tfx transcatheter valve. There was no harm to the patient in procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.